Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 332 mg/dl. Customer's blood glucose at time of call was 423 mg/dl. During troubleshooting, found the time was incorrect. Infusion set cannula was bent. After troubleshooting, customer was advised that a tubing clamp will be sent to perform the high pressure test. Customer will not be returning the device for analysis.